Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure an intellamap orion catheter was selected for use. During the procedure there was a fluid leak coming from the catheter's handle. As a result, this catheter was replaced to completed the procedure. No patient complications were reported. The catheter is expected to be returned for laboratory analysis.

Event description:
It was reported that during an ablation procedure an intellamap orion catheter was selected for use. During the procedure there was a fluid leak coming from the catheter's handle. As a result, this catheter was replaced to complete the procedure. No patient complications were reported. The catheter has been returned and an investigation analysis was performed.

Manufacturer narrative:
The intellamap orion catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Leak testing was performed to identify any potential leak paths and confirmed the presence of a leak. Laboratory analysis was able to confirm the reported clinical observations. The cause of this leak could not be established. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.